Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak. There was a revision surgery. The catheters were replaced and the patient was doing ¿well¿ with effective therapy. The devices would not be returned to the manufacturer.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type catheter. (B)(4).